Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer noted a suspected sensing issue based upon review of the electrogram (egm) markers. Analysis of device memory identified misaligned markers following a telemetry scan. The issue was corrected several hours later after a subsequent telemetry session was performed. No adverse patient effects were reported. This product remains implanted and in service.